Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charging dock for io 7 series came with defect as it short circuited when the toothbrush was charging - oral-b [device electrical finding]. Case narrative: consumer via e-mail stated that the charging dock for their oral-b io 7 series toothbrush came with defect as it short-circuited when the toothbrush was charging. No injury was reported.

Manufacturer narrative:
18-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Charging dock for io 7 series came with defect as it short circuited when the toothbrush was charging - oral-b [device electrical finding] case narrative: consumer via e-mail stated that the charging dock for their oral-b io 7 series toothbrush came with defect as it short-circuited when the toothbrush was charging. No injury was reported.